Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient presented two more times via merlin.net transmissions for the same issue. Programming changes were recommended each time.

Event description:
New information received notes that the device was reprogrammed to address the oversensing. However, post-paced t-wave oversensing continued to occur. The patient was asymptomatic. Additional programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.